Event description:
An infusion pump with a battery condition. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming.